Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b4, b5, b7, g3, g6, h2, h6 (component code, clinical code, device code, type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Engineering evaluation summary: per technical summary 31081, rev a, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. Since the implant duration is unknown, as a conservative approach, an implant duration of both greater than 5 years and less than 5 years will be considered. Devices implanted 5 years or greater with calcification, dehiscence, leaflet tears, thickened leaflet, pannus, or structural valve deterioration (stenosis, regurgitation) reported as the complaint do not require an engineering evaluation. An engineering evaluation is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Additionally, relevant technical summary 31081, rev a, exists for this issue. IFU review unable to be performed as the model is unknown. A CAPA/scar/pra is not required, as there is no confirmed product, or labeling non-conformances and no other triggers are met. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed, including hyperlipidemia (hld), coronary artery disease (cad), diabetes mellitus (dm), and atherosclerosis. All pertinent information available to edwards lifesciences has been submitted.

Event description:
It was reported and learned through investigation that an unknown edward's aortic valve in aortic position was disabled via valve in valve procedure after an unknown implant duration due to calcification with regurgitation and stenosis. The patient presented with heart failure and shortness of breath. Tavr was completed with a 23mm 9750tfx transcatheter valve. There were no procedure complications, and the patient was stable at the end of the procedure.

Event description:
It was reported that an unknown edward's aortic valve in the aortic position was disabled via valve in valve procedure after an unknown implant duration due to unknown reasons. Tavr was completed with a 9600tfx sapien 3 ultra transcatheter valve. There were no procedure complications.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.